Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio-control then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device will not detect that a therapy cable is connected. The customer, a biomedical engineer, was able to confirm this with multiple therapy cables. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not detect that a therapy cable is connected. The customer, a biomedical engineer, was able to confirm this with multiple therapy cables. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.